Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that catheter crossing difficulties were encountered. The patient presented due to coronary artery disease. Vascular access was obtained via the left unspecified artery. The target lesion was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). A 2.50 x 38mm promus element long was advanced to the lesion. However, resistance was encountered and the device was unable to cross the lesion. The event was resolved and no patient complications were reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent protector and product mandrel were returned. A visual examination confirmed that the stent had moved proximally on the balloon and the stent was stretched throughout. Stent crimping was evident on the balloon. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).